Manufacturer narrative:
Additional information (B)(4).the device was received for evaluation. A visual inspection was performed which identified a black spot in the tube. The tube was cut open and the black spot was found to be embedded. The reported condition was verified during initial inspection. The cause of the black spot in the tube was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and revealed a black particle inside the tube. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had a black particle in the tube. This was observed during setup. There was no patient involvement. No additional information is available.